Event description:
Patient was scheduled for a septorhinoplasty, inferior turbinate resection. During surgery, the septorhinoplasty was performed, the disposable olympus hand piece for inferior turbinate resection was set up, and plugged in. The disposable hand piece did not work. A second disposable olympus hand piece was requested from sterile proceeding department (spd). The new disposable and piece was plugged in and did not work. The representative was called to try and trouble shoot the issue, the representative said the issue must be a defective lot number. The surgeon asked the representative if there was another way to get a different lot number hand piece to continue with the surgery. The representative stated he was out of town and there were no other options for him at the time. The surgeon decided to abort that portion of the procedure, and continue with the other procedures.